Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced because the patient has extremely difficult anatomy and when the physician placed the lead on (B)(6) 2017, he was not able to get it into the ventricle in a good position. On (B)(6) 2017, the physician removed this lead and tried to implant another rv lead with the same results. The physician could not access the tricuspid valve. The physician said it appeared that the tip of this lead was bent upon removal. The physician did not implant a new rv lead, and at the same time he removed the patients ra lead and did not replace it as well. The patient will be referred to another physician to try and implant a new ra and rv lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.